Event description:
Cotton from the tampon inside started to fall apart and fray inside of me - vagina [foreign body in reproductive tract]. Struggled to remove tampon threads [device breakage]. Was changing tampons when the cotton from the one inside started to fall apart ... Struggled to remove all of the tampon threads [complication of device removal]. Case description: consumer stated on social media that when changing tampons, the cotton from the one inside started to fall apart and fray inside of her. No serious injury was reported.